Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a no delivery alarm was received and reported high blood glucose of over 500 mg/dl. The customer's blood glucose reading was 356 mg/dl at the time of the call. The customer wanted information on reports showing when insulin and bolus amounts were delivered. Troubleshooting advised customer and indicated that the pump was working as designed. The customer was advised to monitor pump and call back if needed.